Event description:
During routine testing of the device at the service center, the user reported the sensor shaded plate could not be adjusted. The user also reported the blood parameter module probe was being detected even though one was not being set. No other details regarding the nature of the event were provided. Since the event occurred during routine testing of the device, there was no patient involvement during this event.